Manufacturer narrative:
Photo analysis: it is not possible to determine, the lot number or catalog number through the photos provided. Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Visibility/ palpability: unable to observe, as it is not related to the device. Malposition: unable to observe, as it is not related to the device.

Event description:
Healthcare professional reported, a left side "completely ruptured. Disintegrated and slime". And later reported, "feels like they are sagging. The left breast implant is lower and more aesthetically positioned". Device has been explanted.

Event description:
Healthcare professional reported a left side "completely ruptured, disintegrated, and slime" and later reported "feels like they are sagging. The left breast implant is lower and more aesthetically positioned". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.